Manufacturer narrative:
The date returned to manufacturer was documented as jun 27, 2017 on the initial report. It has been updated as aug 31, 2017. Device evaluation: upon further evaluation, it was determined that the bearing on the attachment device had seized, jammed, was blocked and moving heavily. It was further determined that the therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device was generating noise a lot. It was not reported if there was any delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. It was reported that the attachment device was moving heavily, and the cylindric pin was broken and stuck during disassembly in the housing. It was further determined that the device failed pretest for check of free moving. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.